Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 320 mg/dl and 180 mg/dl. Tests were done less than 10 minutes apart. Patient did not experience any adverse event. No further information has been reported.